Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the dilator of the vizigo¿ sheath could not pass through the valve. The valve looked to be deformed. The hemostasis valve appeared to be disconnected from the hub. This was noticed before the sheath went into the patient, during prep and flushing. Due to this, there was no further intervention. The sheath was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2022. The device evaluation was completed on 20-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the dilator of the vizigo¿ sheath could not pass through the valve. The valve looked to be deformed. The hemostasis valve appeared to be disconnected from the hub. This was noticed before the sheath went into the patient, during prep and flushing. Due to this, there was no further intervention. The sheath was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and could be related to the resistance. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001846 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).